Event description:
The manufacturer received information alleging the touch functionality on the upper section of the screen on a trilogy evo device was not working. The nurse unplugged and plugged into the outlet. The hourglass indication appeared and then the setting indication became 0 after the screen recovered. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue was not duplicated by an operational check. No failures related to the issue were confirmed through other inspections either. The manufacturer's service technician replaced the display as a preventative measure to address the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.